Event description:
In 2009, it was reported to boston scientific corporation that a cre balloon dilatation catheter with a preloaded guidewire was used for an esophageal dilatation procedure in the same month. Per the complainant, it was noted the distal end of the guidewire was broken during unpacking. There was no pt contact as this occurred outside the pt. There has been no report of complications or serious injury to the pt due to this event. The pt was reported post procedure as good.

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, as supplemental medwatch will be filed.